Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. The device was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported the patient presented with a complaint of minor pain. X-ray confirmed two (2) of the 2.3mm distal screws had broken post-operatively. The model numbers of the broken screws are unknown. It was also reported the surgeon had no plans to remove the broken screw nor perform a revision. Per information received, the surgeon was content with the stability of the patient's fracture, and the surgeon will continue to monitor.